Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) : no anomalies found; full lead returned and analyzed.

Event description:
It was reported that there were positioning difficulties of the lead during implant. The lead was attempted and not used. No patient complications have been reported as a result of this event.